Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump delivered 50 units of insulin at one time without having been initiated by the user. The reporter stated that the user changed the cartridge and the cannula and noticed leakage and then they noticed that the on screen "insulin remaining" dropped by 50 units. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a review of the pump¿s prime history confirmed two primes during cartridge fill on (B)(6)2019: 18.64 units at 09:28, and 19.55 units at 07:53. The black box verified on (B)(6)2019 a cartridge fill was completed with 94 units left. Insulin remaining after fill was 138 units. The complaint regarding 50 units delivered without user intervention could not be confirmed in the pump history or black box. During investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump history was accurately recorded. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.